Event description:
It was reported that an unspecified certas plus valve with siphon guard was implanted on (B)(6) 2024. The patient reportedly had no specific symptoms; however, experienced cerebrospinal fluid (csf) leaking from her wound and associated fullness at her wound from the csf build up. The patient did not report any trauma to the area. The valve was explanted and replaced on (B)(6) 2024, due to fractured valve. It was reported that the patient was doing well and discharged home.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The suspected certas inlin valve only w/siphon guard was returned for evaluation. Failure analysis: the certas plus valve with siphon guard was visually inspected. The silicone housing along the siphon guard was cut/torn. Additionally, a mark was found on the siphon guard itself. Root cause analysis: the complaint was confirmed. It was determined that the root cause for the reported failure ¿csf leaking from her wound and associated fullness at her wound from the csf build up¿ was due to the cut/tear in the silicone housing. The cut/tear could be due to a sharp or pointed object coming into contact with the silicone housing. As noted in the instructions for use (IFU), silicone has a low tear/cut resistance. Additional findings noted that the root cause for the mark in the siphon guard was due to a sharp or pointed object coming into contact with the siphon guard. Note: product ID of the certas valve was not provided by the customer. Investigation was unable to distinguish whether the returned valve was product ID 82-8804 or 82-8805, as valve was not returned with possible accessories.